Event description:
One of two video monitors in the operating room during a procedure stopped working and displayed a blank green screen. The surgeon proceeded with one working monitor in the back of the room. Staff attempted to troubleshoot and resolve monitor failure without success. The surgeon was able to complete the procedure without transferring the patient to an open procedure.